Event description:
A low readings issue was reported with the adc sensor. Customer received low readings on the sensor scan and experienced loss of consciousness and seizure, requiring unspecified treatment for the diagnosis of hypoglycemia provided by a healthcare provider. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.